Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), uterine spasm ("uterine spasm"), genital haemorrhage ("heavy and irregular bleeding") and adenomyosis ("adenomyosis"). The patient was treated with surgery (salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered adenomyosis, genital haemorrhage, pelvic pain and uterine spasm to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine spasm ("uterine spasm"), genital haemorrhage ("heavy and irregula bleeding") and adenomyosis ("adenomyosis"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, uterine spasm, genital haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis, genital haemorrhage, pelvic pain and uterine spasm to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.